Manufacturer narrative:
The investigation discovered that different users were not setting up the pump correctly, resulting in the reservoir being left open to the atmosphere in some cases. The device was tested by a different clinician and was confirmed to behave normally.

Event description:
User set up reservoir with a tube open to the atmosphere, which resulted in lost pressure during a case. There was no patient harm.